Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that upon arrival the technical expert found:"et protective window has small burn, et hand piece has internal burn in light guide." Following preventative maintenance and performing energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. Subject device malfunction is not the suspected cause of the event reported. A review of device labeling (B)(4) states the following: warning - the internal power meter window must be clean to ensure accurate calibration. An unclean window and/or handpiece's sapphire tip or insert will result in higher than indicated fluence, which may cause epidermal damage. A review of lightsheer duet hs/et product risk file shows this is an anticipated risks (# 2.1.6.1 and 14.1.1.1 in risk file (B)(4)_l) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. The probable cause of the reported event to be operator error, a failure on the part of the device operator to follow user maintenance as described in the device labeling. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment and does not confirm the injury result in permanent impairment of a body function or permanent damage to a body structure, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that two (2) patients sustained superficial burns to an unknown anatomical area following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.